Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when setting up for the second cori tka procedure, when "naming" the case to be created, an error popped up and said something along the lines of critical error or something and then the screen went blank, the small console screen that had the controls for irrigation and what not had a picture of what looked to be a book or instruction manual.. They powered it down and restarted it and then it seemed to work okay. This happened before (without the patient under anesthesia) and there was a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: the product, ri cori (us), rob10024, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that when setting up for the second cori tka procedure, when "naming" the case to be created, an error popped up and said something along the lines of critical error or something and then the screen went blank, the small console screen that had the controls for irrigation and what not had a picture of what looked to be a book or instruction manual. They powered it down and restarted it and then it seemed to work okay. Then, the drill was disconnected error happened while they were trying to calibrate, he tried to go back and start over but it continued to happen. Finally, he deleted the created case, powered the whole unit down again and restarted and it then it went through. This happened before (without the patient under anesthesia) and there was a delay of fewer than 30 minutes. No other complications were reported.